Manufacturer narrative:
Conclusion: according to the information received, a back-up device was used after a short circuit between 2 channels was observed following a difficult electrode array insertion with several insertion attempts. The patient has been successfully implanted with a different (shorter) electrode type. The investigation results appear to match the problems mentioned in the patient report. This is a combined initial and final report.

Event description:
During the implantation surgery, the surgeon had difficulty to insert the electrode array and the measurements showed a short-circuit between electrodes 1 and 3. The surgeon reinserted the electrode array several times and finally decided to use the back up device. He opted for a shorter electrode array and inserted it easily.